Event description:
Event description cpi received information that following therapy delivery from this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system, the ICD exhibited a fault code indicating that voltage was detected at the output. The information alleged that the patient then had a episode of ventricular fibrillation which was not treated by the ICD. The patient subsequently died.